Manufacturer narrative:
Per the tandem user guide, "the dexcom g6 cgm only allows pairing with one medical device at a time (either the t:slim x2 pump or the dexcom receiver), but you can still use the dexcom mobile app and your t:slim x2 pump simultaneously using the same transmitter ID." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Reportedly, the customer was connected to a dexcom receiver. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.